Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. The motor was tested outside the device and passed. The insulin pump was received with a cracked case at display window corner and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call of a motor error alarm from his insulin pump. The customer's blood glucose level was unknown. The customer stated that he had 3 back to back errors when he tried to bolus. The customer does not use the sensor feature on the pump. The customer was advised to return the pump with the battery and to zero out the basal rates. The customer was advised to discontinue use of the device and to revert to a backup plan.